Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the pump and the driveline were not returned for evaluation. Review of the manufacturing documentation could not be performed since the device serial number is unknown. Log file analysis was not performed since log files were not available for analysis. The reported event could not be confirmed due to insufficient evidence. Based on the limited information available, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on historical review of similar events and risk documentation, the reported alarms may be attributed to damage induced to the driveline cable resulting in the loss of electrical continuity between the driveline and the controller. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized because the patient was experiencing ventricular assist device (vad) alarms due to driveline damage. The vad remains implanted. No further patient complications have been reported as a result of this event.